Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient became deceased 6 days after pacemaker system explant. It was also further reported that the patient had a pocket infection and subsequently passed away due to (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a bacterial infection. The pacemaker system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.